Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported malfunction. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverters. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a blank bottom display. Patient information, though requested, was not provided.